Manufacturer narrative:
Additional information was received that the bed chassis was damaged, not the latch. There was no reportable malfunction. Damage to the chassis would be obvious to the user before the device is placed into service with pre-use checkout.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of device manufacture year is 1998. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs research park, 9900 innovation drive USA wauwatosa, wi 53226. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the unit had a broken latch at the front panel. There was no patient involvement.